Event description:
In an ambulatory surgery, a surgeon was using the harmonic laparoscopic shears for a laparoscopic cholecystectomy procedure. The surgeon noticed that the instrument had stopped working. Upon inspection of the device, the surgeon noted that the tip of the harmonic laparoscopic shears was melted and needed to be replaced. A new device was opened and used without any incident. There was no harm to the patient. The manufacturer will be replacing the device.